Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during a sleeve gastrectomy, the first egia60amt would not fire. Handle light showed ready to fire (the green lights on either side of the handle were blinking), but load never did fire, next load only partially fired with proper staple formation. New load fired fully, next load partially fired with proper staple formation. (B)(4). Current patient status: doing well. Did this result in tissue damage or patient injury ? (E.g. Unanticipated tissue loss, unintended colostomy, laparotomy, re-operation, etc.): no there was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. Buttress material was used. No tissue damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint has been found to be a duplicate of us201412-1017. Investigation results can be found under us201412-1017. This complaint to be voided.